Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-68- user did not insert code key. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for code eci meter. During the call on (B)(6) 2018, a check strip test was performed. Customer removed and properly reinserted the code chip and test strip and the error message still displayed. A new vial of test strips was used, same lot number, and the error message still displayed. The test strip manufacturer's expiration date is 12/21/2020. At the time of the call, the customer was feeling ill and reported symptoms of dizziness and nausea. Customer stated he would go to the hospital. No medical attention was reported at the time of the call.